Event description:
A customer contacted beckman coulter inc. Regarding higher than expected thyroid stimulating hormone (tsh) results generated by the unicel dxl 800 access immunoassay system for one patient that was questioned by the physician. The sample was sent to bec cpls (customer product line support) for further testing which confirmed the presence of heterophile interference in the patient's sample. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was lithium heparin with a gel barrier that was centrifuged for >5 minutes at more than 5000 rpm. Qc was within the customer's established ranges during this event. Service was not dispatched for this event. Heterophile interference is the root cause for this event.